Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence to suggest that surgical intervention was performed to explant device. No adverse patient effects were reported.